Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut but did not staple. The procedure was completed by hand-suturing. There was no patient consequence. The case was completed with another device of the same product code.